Event description:
Sorin group (B)(4) received a report that during the end of a procedure, the s3 roller pump stopped. After pump was power cycled twice and power was restored. There were no further problems. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during the end of a procedure, the s3 roller pump stopped. After pump was power cycled twice and power was restored. There were no further problems. There was no report of patient injury. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.